Manufacturer narrative:
Catalog#: igtcfs-65-uni-fem-celect-perm. (B)(4) were informed of this event per mail. No device, images or further info have been available to assist the investigation and it is impossible to base an eval on the info provided only. However, most likely the fracture was caused by fatigue in an unexpected location of the filter leg. No info of unsuccessful retrieval or any other info indicating the reason for the filter fracture. The filter was implanted 22 months ago, but it is unk if any surgery or other externally manipulation in the area could have caused changes to the filter configuration. The pt status is unk, most likely the filter and the fractured piece are still inside the pt. Based on the limited info available in this case, the exact root cause to this incident is unk. Relevant individuals are informed and william cook europe will continue to monitor for similar events. Nothing further is initiated at this time.

Event description:
The pt had the stent placed on (B)(6) 2009. The pt had a recent f/u chest x-ray at an outside hosp that showed one of the legs had fractured and migrated to the lung. The pt was then sent at the facilities ir clinic on (B)(6) 2011 in which it was recommended to have filter removed or attempted to be removed. The contact does not believe the pt lives in this area and will go somewhere else to have filter possibly removed. The pt was given cook contact info. Event description provided on medwatch (B)(4) 2011: pt had an inferior venous catheter (ivc) filter placed approx 23 months ago in interventional radiology (ir). Pt had a recent f/u chest x-ray at an outside hosp that showed that one of the legs had fractured and migrated to the lung. It is not clear when the device leg fractured. Pt was seen in ir clinic about one week ago by physician assistant. It was recommended to pt to have filter removal attempted. Pt may f/u elsewhere. Current pt status is not available.

Manufacturer narrative:
(B)(4). (B)(4). (B)(4). (B)(6). PMA/510(k) changed from k061815 to k073374. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to pelvic fractures. Plaintiff is alleging device migration and fracture, organ perforation, and that pieces of filter remain in her lung and spine. Plaintiff alleges attempted retrieval on (B)(6) 2011 and successful retrieval on (B)(6) 2012.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4). Aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4).. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, fracture, organ perforation, diff. Retrieval, pieces of filter in lung and spine'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported pieces of filter in lung and spine is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.